Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, port 2 would not perform ablation. The procedure was cancelled and there were no adverse consequences to the patient.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. A review of the system logs files provided inconclusive information as no system logs were generated on the reported event date of (B)(6) 2020. User defined setpoint temperatures were achieved on all ports. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively be determined as no abnormalities were identified. The returned product operated as intended during the evaluation period.